Manufacturer narrative:
D2b. Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer d10. Concomitants: 5461530, 02-010-03-0350 - logic cr femoral cem, right, sz 5 5475596, 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t pending investigation.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty of an optetrak logic on (B)(6) 2019 and then approximately 3 years, 10 months later on (B)(6) 2023 had a revision surgical procedure. There is no information on the surgical procedure or outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.